Manufacturer narrative:
Updated the device was returned for evaluation and the clinical observation of ¿coil separation/break¿, was confirmed. Only concerto pushwire was returned for evaluation as the implant coil was implanted in the patient. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found intact. The pushwire was found bent at several locations from the distal end. Under the microscope, the coin was found located against the lumen stop, and the shield coil was damaged. The retainer ring appeared damaged and ovalized. Based on the device analysis and reported information we were unable to determine the cause of coil separation/broke. It is possible that the damage to the retainer ring or the bends in the pushwire may have contributed to the detachment or separation of the concerto implant coil during the event. It is possible that the shield coil became damaged and pushwire became bent during the attempt to push the concerto coil through the microcatheter against the reported resistance, which subsequently caused the release wire to pull back momentarily. The lot history records of the retainer ring have been reviewed and no quality issues were noted; therefore, the cause for the damage to the retainer ring could not be determined. All coils are 100% inspected for damages and irregularities during manufacture. The concerto detachable coil instructions for use (IFU) issues the following: warnings: ¿damaged implant delivery pusher and/or coils may affect coil delivery to, and stability inside, the vessel or aneurysm, possibly resulting in coil migration or stretching.¿ also, "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device, a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment, that concerto implant coil was broke from the pushwire. No patient injury was reported.